Event description:
An attorney reports his client alleges "severe permanent injuries, pain, suffering, disability, impairment and loss of enjoyment of life "following bilateral lasik surgery. In addition, the plaintiff alleges the "laser system was defective and in an unreasonably dangerous condition".

Manufacturer narrative:
A surgery database performance verification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification during the time of this pt's surgery. This report mailed to FDA on: 08/24/2007.